Event description:
The pt was found with the IV rac bleeding under the dressing. When the dressing was removed, a green portion of the angiocath was visible on the dressing, but the angiocath was not present. The dr was paged stat. No angiocath was found.